Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis stated that there was an insufficient amount of methohexital. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing an insufficient amount of methohexital. A technical support specialist (tss) log onto the server via securelink, but the account was disabled. After that the customer confirmed that the account had been enabled on their side. The tss applied the knowledge article (ka) ¿unable to enter waste amount on pas es number keys unresponsive¿. The proposed steps were to perform a full sync of the device, reimage if the issue persisted, and, if still unresolved, troubleshoot the database in-house. A follow-up email was sent explaining reverification settings and asking if the customer could disable them. The customer agreed to turn off medication reverification settings. The medication was clearly loaded, and logs showed no hardware failures, as the error would have been different otherwise. The proposal was to perform a full sync and obtain a copy of the station database for in-house testing. After that an field service engineer (fse) reseated the cables on the drawers and verified there were no issues. The system functioned as intended after the technical support specialist troubleshot the device.